Manufacturer narrative:
The product has been requested. It will be investigated upon return and a f/u report will be submitted. Customers and retailers have been informed.

Event description:
A customer reported a complaint of imprecise sequential readings on their freestyle blood glucose meter. The customer obtained readings of 402 mg/dl and 78 mg/dl within a ten minute timeframe. All readings were taken from the finger. When plotted on a parkes error grid, the results fall in the "c" zone, which shows the difference to be clinically significant. There was no report of death, serious injury or mistreatment.